Event description:
It was reported that during a low anterior resection procedure, the device did not properly form staples after being fired on the distal portion of the resection. Action taken: converted to open. No adverse outcome reported to patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with two (B)(4) cartridge reloads present. Reload a was received fully loaded with staples; reload b was received fully fired. The device was tested for functionality in the articulated position with the returned cartridge reload a and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.